Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the four parts were replaced (air and o2 gas modules, pressure transducer printed circuit board (pcb) and safety valve coil. The replaced part were returned for investigation. The device logs were not received. The investigation revealed that all the returned parts passed all tests without any discrepancy when it was connected to a test ventilator. The root cause could not be determined since the reported problem could not be reproduced.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).